Event description:
It was reported that the rv lead impedance had increased. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed. Analysis found the sensing coil fractured at 7.0cm from the connector pin due to fatigue.